Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when raat is programmed to auto in safer-mode and the device is programmed to aai, the raat disapears from the screen and atrial pacing amplitude is not programmable. To solve this issue it is necessary to go back to safer and set raat to off or monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, when raat is programmed to auto in safer-mode and the device is programmed to aai, the raat disappears from the screen and atrial pacing amplitude is not programmable. To solve this issue it is necessary to go back to safer and set raat to off or monitor.